Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, had broken drawer and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had broken. A field service engineer (fse) arrived at the station and found no drawer failure. Nursing staff reported the actual problem was cracked tower shelf clips. Fse identified four cracked clips on shelf 2, indoor 3, and replaced all four. Pharmacy staff verified that the tower clips were successfully replaced. The system functioned as intended after the field service engineer repaired the device.